Event description:
I had a left total hip replacement on (B)(6) 2009. I rec'd the depuy total hip system pinnacle 100 acetabular cup sz mm50. Prior to surgery, I had severe pain with any range of motion. I had pain again in the groin and I had difficulty walking long distances. After surgery, the pain went away but then in the (B)(6) 2011, I had pain located to the groin and it radiated to my thigh. The pain increased when I was walking any distances over 10 mins. I was having progressive loss of support of the femoral stem which lead to total failure of the joint. I had to have a revision of my left total hip replacement on (B)(6) 2011 requiring add'l hospitalization. Dates of use: (B)(6) 2009 - (B)(6) 2011. Diagnosis or reason for use: left hip osteoarthrosis. On (B)(6) - (B)(6) 2011 - inpatient rehabilitation. On (B)(6) - (B)(6) 2011 - physical therapy.